Event description:
Patient was undergoing a PICC placement. The 0.014 inch wire fragmented and lodged in a small vein in the axilla. Despite attempt to remove the 1.5 cm fragment was not retrieved. It was felt that it would be safer to leave in rather than surgically remove. It was felt that this would be of little or no consequence to the patient medically. PICC line was a cook 5 french catheter with lot number 2868079.